Manufacturer narrative:
Patient weight: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's zonules broke inferiorly, the intraocular lens (iol) subluxated, and was not stable in the left eye. Therefore, the lens was removed and replaced in the same-procedure. The lens was discarded. A vitrectomy, incision enlargement, and suture were required. There was no patient injury. The surgery was completed using a non-johnson & johnson replacement lens. The patient is doing fine post-operatively. No further information was provided.